Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a severely calcified lesion in the left popliteal using pacific xtreme balloon catheter. It was reported that during inflation a longitudinal balloon burst occurred at 14atm. The balloon burst at first inflation. The lesion is severely calcified, 3mm diameter with 120mm lesion length. The vessel is little tortuous. The device was prepper as per IFU. Physician encountered resistance while advancing the device and excessive force was used during delivery of device. The procedure was completed using jade 3mm. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.